Event description:
Echo tech set up for the tee exam on a ccu patient. The probe was plugged into the ultrasound machine and an error code 007 flashed on the screen. The probe was replaced with another one. During the case image drop outs were experienced. Near the end of the case the same error code appeared on the ultrasound machine (007)the case was completed with no harm to the patient. Close inspection of both probes after the case showed pin hole leaks in the flexible lens area. Pictures of the probe are available.